Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg site was revised in the same pocket. Postoperatively, the discomfort has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.